Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the left ventricular lead exhibited high, out of range pacing impedance and loss of capture at high output. X-ray revealed the lead was in position. Lead fracture was suspected. Programming change was made. There were no patient consequences.